Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices. However, since this device was used in conjunction with a stryker device they are being listed as associated devices: std mitch trh cp sz 52/58; cat # mac-9988-5258; lot # unknown. Mitch trh md hd sz52+4; cat # mmh-9988-1452; lot # unknown.

Event description:
The patient went under surgery on (B)(6) 2008 where a mitch prothesis has been implanted. After the surgery the patient started to have some symptoms (high levels of chromium and cobalt) but they seemed supportable. On (B)(6) 2019 the patient was convened by the hospital in order to do some medical checks according to the protocol and in that occasion they found some high level of cromo and cobalto in the blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records: no medical records were received for review with a clinical consultant. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient went under surgery on (B)(6) 2008 where a mitch prothesis has been implanted. After the surgery the patient started to have some symptoms (high levels of chromium and cobalt) but they seemed supportable. On (B)(6) 2019 the patient was convened by the hospital in order to do some medical checks according to the protocol and in that occasion they found some high level of cromo and cobalto in the blood. On (B)(6) 2019 the prothesis has been removed. After this surgery the patient had two dislocations that required another revision in 2020 (it is unknown if these involved stryker devices). Update 14-jun-2022: the patient experienced two episodes of dislocation, on (B)(6) 2019 and (B)(6) 2020 of their right hip. Another revision surgery took place on (B)(6) 2020 of unknown manufacturer's devices.